Event description:
It was reported that there were longevity concerns with this pacemaker. The caller has yet to send the data for analysis. The device remains in use. No adverse patient effects were reported.